Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 978 mg/dl, loss of consciousness, "broke[n] right tibia", and "memory issues"; cause was not known. Reportedly, the customer's continuous glucose monitor was not available and therefore the customer found it difficult to manage their diabetes without this reading. Customer was taken to the emergency room (mode of transportation was not provided) and subsequently admitted to the intensive care unit where customer "woke up" 3 days later. Customer was treated with intravenous fluids of saline and insulin and was discharged 7 days later with the issue resolved. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.